Event description:
Philips received a complaint on the v60 ventilator indicating that there was a primary alarm failed alarm. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. A field service engineer (fse) went to the customer site on 27may2026 and performed a control test and was able to replicate the issue. The fse pulled the device's logs and found the diagnostic code for the primary alarm failed. The fse returned to the customer site on 04jun2026 and replaced the central processing unit (cpu) printed circuit board assembly (pcba), motor controller (mc) pcba, power management (pm) pcba, and speaker assembly to resolve the issue. The fse then completed a performance verification test (pvt), which the device passed, confirming a return to full functionality. The device was provided back to the customer ready for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The product malfunction was confirmed during the onsite service by the fse. The likely cause of the device issue was determined to be the cpu pcba, mc pcba, pm pcba, or speaker assembly parts.